Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient is scheduled to have abutment to magnet conversion surgery, however, surgery has not occurred to date. The implanted device remains.